Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.00 diopter, in the patients right eye (od), (B)(6) 2019. The lens was explanted on 27-(B)(6) 2019 due to low vaulting. Another icl lens was not implanted. The cause of the event was unknown. This lens was the replacement lens for MFR.report # 2023826-2021-01139.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with mositure. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).